Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead dislodged one day post implant of the lead. There was unstable thresholds and intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.